Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility this phenomenon was attributed to the insufficient or inappropriate cleaning and disinfection of the subject device by the user. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the black colored foreign object came out from the subject device during the water feeding. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device but could not duplicated the reported phenomenon. There was no patient injury associated with this report.